Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. A longevity calculation was completed, device memory was reviewed, and no faults or errors were noted. It was confirmed that the device was in ddd mode. It was also noted that the sum of the ra sense was significantly larger than that of the rv, and this was indicative of prolonged high atrial rates. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Chronic high atrial rates, as occurred with this device, can reduce longevity in devices that are programmed ddd(r) with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing was determined to be the cause of the longevity being lower than expected.

Event description:
It was reported that this pacemaker was explanted and replaced due to premature battery depletion (pbd). No additional adverse patient effects were reported. Additional information received reported that this pacemaker was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker was explanted and replaced due to premature battery depletion (pbd). No additional adverse patient effects were reported.